Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high-risk pci. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported difficulty in placing an impella cp pump for mechanical circulatory support in a patient undergoing high-risk percutaneous coronary intervention (pci). The impella cp pump had issues crossing the valve and was advanced, removed and the wire became kinked. The .018 wire was replaced with a v18 compatible wire and therapy initiated. 7fr companion sheath was used without issue for single access and pci completed. At the conclusion of the case, the companion sheath and impella cp pump were removed, and the team observed a right common femoral artery dissection which required vascular repair. Restoration of appropriate flow was confirmed, and the patient's outcome condition was noted as stable.

Manufacturer narrative:
The investigation for the vascular damage and product damage has been completed. Impella pump and guidewire was returned. Visual inspection was performed and the guidewire was found to be kinked. No damages seen with the pump. There are no other abnormalities or damages with guidewire or pump. Companion sheath was not returned. The cause of the vascular damage issue was not determined due to insufficient clinical information. The cause of the product damage (guidewire) issue was use related per return product investigation and clinical review. Added-d9 device return date, h6 impact code 4627, d4-corrected model number.